Event description:
Pain relief only lasted 2-3 months [therapeutic response decreased]; knee pain is worse [arthralgia]. Case description: a spontaneous report was received on 18-aug-2009 from a (B)(6) male pt with a history of knee pain, (B)(6), who experienced pain relief for only 2-3 months and knee pain is worse after starting synvisc. The pt had a history of previous treatment with synvisc (unk dates) and hyalgan. The pt received a series of synvisc injections into each knee approximately 7 months ago. He reported that he experienced pain relief for only 2-3 months. He reported that his knee pain is worse and he received cortisone injection in both knees (unk dates). At the time of this report, the pt had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.